Manufacturer narrative:
Testing of actual/suspected device (10/213): agenting field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the pim (pneumatic interface module) and the helium reservoir, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not complete the autofill. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields - b4,e1(site country),e2,e3,g3,g6,h2,h4,h6(type of investigation,investigation findings,component code, investigation conclusions),h10,h11. Corrected field - h6(health effect ¿ clinical code).

Event description:
N/a.